Event description:
When the hcu30 was turned on an odor was coming from the unit and the hcu30 emitted smoke. The cardioplegia heater insulation and the insulation on the inside of the hood were charred. No patient was connected to the hcu30 at the event.